Event description:
Event description boston scientific received information that this right ventricular lead exhibited an acute increase in impedances >2500 ohms, high thresholds, and loss of capture after the patient sustained a fall. A revision procedure was performed, upon removal of the lead the helix would not retract. A clicking sound was noted in the lead body and the terminal pin spun freely with no helix movement. After the new lead was connected to the pacemaker; testing with the psa revealed no output and no capture. The device was included in the insignia failure mode 2 field advisory. The pacing system was removed, successfully replaced, and returned for analysis. ,